Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: lens work order search. Results: a visual inspection of the returned product found half of the optic and loop haptic is torn off and missing. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn) - based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
It was reported a aq2010v three piece silicone lens was used. Additional information has been requested from the facility, but none has been forthcoming. When additional information becomes available, a supplemental medwatch will be submitted.